Event description:
This event occurred in the home. A nebulizer had been provided per physicians orders. Parent noted patient having increased respiratory rate and notified oncall physician. After instructed to do so she gave the patient a xopenex treatment. She reports first using the "pacifier" administration method, but because patient did not take it well, she switched to the mask. She then noticed the area around patient's lips were blue. She called 911 as she thought patient was in distress. The md was notified and ems took patient to outside hospital and was subsequently transferred. During the ambulance ride she noticed that the tape (that holds patient's ng tube) was also blue, and realized that it appeared that the blue color had come from the "pacifier" used during breathing treatment. The incident was discovered by this rn after mom emailed to notify me what happened so that we could look into the nebulizer product and what could have caused the color to come off on patient. Event escalated to manager/director and patient's mother contacted regarding this issue. Plan for nebulizer to be brought back and new product given to them.